Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) verified the reported event and replaced the psol. The unit passed extended self testing.